Event description:
It was reported that the print of label was illegible with 5600 bd syringe 5ml ll. The following information was provided by the initial reporter: it was reported illegible print on the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/16/2020. H.6. Investigation: two photos and six loose 5ml syringes were received and evaluated. It was observed in the photos and physical samples, five of the syringes had a portion of the "3" missing and one syringe was missing portions of grad lines near the 5ml marking. There were also surface scratches present in the areas of the missing print. Three of the syringes were missing more than 50% of any one item or had an illegible number, which were rejectable per product specification. Potential root cause for the missing print defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the print of label was illegible with 5600 bd syringe 5ml ll. The following information was provided by the initial reporter: it was reported illegible print on the syringes.